Event description:
It was reported that the customer was hospitalized for low blood glucose levels, and while in the hospital, she experienced diabetic ketoacidosis as a result of having been taken off of insulin pump therapy. The blood glucose reading at the time of admission was unknown. She stated that she believed the insulin pump was damaged since she experienced low blood glucose since the day prior. The blood glucose reading ran as low as 33 mg/dl and fluctuated with food. She observed a crack in the reservoir compartment but did not know how damage occurred. She stated that she drank soda and ate, but it did not affect her blood glucose levels much. The most recent blood glucose reading was 86 mg/dl. She reported that the device had been exposed to magnetic resonance imaging, although it passed the displacement test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a missing end cap sticker, a cracked reservoir tube and tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.